Manufacturer narrative:
The date of event is estimated. The result, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient lost therapy. As a result, the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The ipg was replaced to maintain effective therapy. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.